Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was 23 mmol/l at time of incident and current blood glucose level was 21.7 mmol/l. The customer¿s blood glucose level was 20 mmol/l. The customer was treated with syringe and pens. The customer does not allege pump was under delivering. The customer performed high pressure test and it was passed. The customer was advised to follow up with health care professional concerning high blood glucose. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.